Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recr1226 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
Clinical specialist states she was assisting a nurse insert an accucath. She states the nurse was unable to place the catheter due to resistance. Upon removing the catheter they noted the curl on the tip of the guidewire was missing. Ms&s discussed placement technique. The facility called and stated that the fragment of the wire broken off and remained in the patient. The patient had to have the fragment removed by a surgeon in the ir department. 09/11/2018 per medwatch: attempted to insert a 20g x 1.25 inch accucath into left lower cephalic vein and was unsuccessful. After activating the safety feature, the coil tip guidewire was examined. Coil of the guidewire was not present. Inspected the insertion site and a bump was noted at the site. It appeared to be the coil of the tip. Surgical was consulted and removed the coiled tip from the left lower forearm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recr1226 showed no other similar product complaint(s) from this lot number.

Event description:
Clinical specialist states she was assisting a nurse insert an accu cath. She states the nurse was unable to place the catheter due to resistance. Upon removing the catheter they noted the curl on the tip of the guidewire was missing. (B)(6) discussed placement technique. The facility called and stated that the fragment of the wire broken off and remained in the patient. The patient had to have the fragment removed by a surgeon in the ir department.